Event description:
It was reported customer was unable to charge the pump. There was no reported adverse impact to the customer's blood glucose level. Customer was sent a replacement charging cable and adapter. Multiple follow up attempts were made to determine if the issue was resolved but no response was received.